Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-00161. It was reported that the patient had a broken pin on their mobile power unit (mpu). A broken controller pin was stuck in the patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a damaged pin in the system controller was unable to be confirmed. The heartmate ii system controller was not returned for analysis and no log files were submitted for review. Multiple good faith effort attempts were made requesting if the product will be returned, for the serial number of the controller with the damaged pin, and if it was exchanged; however, no response was received. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.